Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation, and the patient experienced pericardial effusion that required pericardial tap. The varipulse case went ahead as per usual workflow guidelines. Flushed and placed through the vizigo catheter once the transseptal was completed. The catheter was noted as being stiff and difficult to maneuver in the beginning of mapping, nothing unusual though. Due to it being the consultant¿s first case with varipulse, a pentaray was used to confirm the anatomy already collected with the varipulse. The pentaray confirmed the left superior pulmonary vein (lspv) position relative to the close appendage and revealed more branches into it than the varipulse, due to its smaller size. The varipulse was then used again to perform ablations. Errors with electrode 5 happened consistently after the 3rd ablation and was only resolved with a new cable. Movement was again difficult but eventually all applications were delivered and a remap was performed with the pentaray confirming isolation. Upon removing the catheter, the doctor noticed that the catheter appeared to have lost its original shape and also had a kink at the point connecting the shaft to the spiral loop of the varipulse, revealing the physical damage. Post case, the patient was unwell and following further observations required a pericardial tap. The physician's opinion on the cause of this adverse event is that it may have been the transseptal puncture or may have been a catheter inside the heart. The patient required extended hospitalization. There was no evidence of steam pop. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, functional tests, ft-ir (fourier transform infrared spectroscopy) analysis and a manufacturing evaluation were performed. Visual inspection revealed a bend and a breakage in the elbow zone (below the rings/electrodes) leaving the mesh and internal components exposed. Per the reported event, sensor coil resistance of the printed circuit board (pcb) and electrode continuity were measured, and no issues were detected on these components. In addition, a deflection test and contraction test were performed; however, the curve did not reach the specifications, and the loop was observed deformed due to the bend in the elbow section. The bend interfered with the contraction function and caused an opening, exposing the mesh component. Per the conditions observed on the loop, a manufacturing investigation and a ft-ir analysis were performed. It was concluded that the issue may be related to the method used in the manufacturing process, as excessive adhesive was found on the internal components where the exposed mesh was observed. A manufacturing record evaluation was performed for the finished device number lot 31446069l and no internal actions related to the complaint were found during the review. The deflection stiffness, internal components exposed, and knotted loop issues were confirmed. The root cause is traced to the manufacturing process; specifically, the method used. Based on the current evidence, the root cause of the adverse event remains unknown. The issues found on the device could not be linked to the adverse event. In addition, the physician's opinion on the cause of this adverse event is that it may have been the transseptal puncture or may have been a catheter inside the heart; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to address tip/loop structural failures on varipulse devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 04-jun-2025, it was noted that a more suitable code is available which represents the excessive adhesive found on the internal components where the exposed mesh was observed. Therefore, the code of assembly problem identified (c1601) was replaced with manufacturing process problem identified (c16). As such, section h6: investigation findings has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 04-aug-2025 and it was indicated that the patient fully recovered with no residual effects. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced pericardial effusion that required pericardial tap. The varipulse case went ahead as per usual workflow guidelines. Flushed and placed through the vizigo catheter once the transseptal was completed. The catheter was noted as being stiff and difficult to maneuver in the beginning of mapping, nothing unusual though. Due to it being the consultant¿s first case with varipulse, a pentaray was used to confirm the anatomy already collected with the varipulse. The pentaray confirmed the left superior pulmonary vein (lspv) position relative to the close appendage and revealed more branches into it than the varipulse, due to its smaller size. The varipulse was then used again to perform ablations. Errors with electrode 5 happened consistently after the 3rd ablation and was only resolved with a new cable. Movement was again difficult but eventually all applications were delivered and a remap was performed with the pentaray confirming isolation. Upon removing the catheter, the doctor noticed that the catheter appeared to have lost its original shape and also had a kink at the point connecting the shaft to the spiral loop of the varipulse, revealing the physical damage. Post case, the patient was unwell and following further observations required a pericardial tap. The physician's opinion on the cause of this adverse event is that it may have been the transseptal puncture or may have been a catheter inside the heart. The patient required extended hospitalization. There was no evidence of steam pop. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.